Event description:
It was reported during use that intra-aortic balloon (iab) trp3546 was used in a nighttime emergency pci in the cath lab. The guidewire was passed through the sheath, and when passing the wire from the tip of the iab catheter, the proximal end of the wire got caught around the y fitting and got stuck. As the wire would not pass, another trp3546 was used and inserted, and iabp therapy was started.

Manufacturer narrative:
Event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint ID: (B)(4).

Manufacturer narrative:
Updated fields - b4, d9 device available for evaluation, g3, g6, h2, h3, h6 (type of investigation, investigation conclusions), h11 corrected field: d4 lot#, expiry date and UDI # no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID (B)(4).

Event description:
N/a.